Event description:
It was reported that a 2.25x28mm xience prime stent implant and 2.5x33mm xience prime stent implant were successfully deployed in the left anterior descending (lad) artery. The 2.5x38mm xience xpedition stent implant was successfully deployed in the circumflex (cx) artery. Post-dilatation with a 2.0x10mm non-abbott balloon dilatation catheter (bdc) and additional post-dilatation was performed with a 2.5x12mm nc trek bdc. A vessel dissection was noted at the proximal edge of the deployed 2.5x38mm xience xpedition stent implant, which was treated with deployment of a 2.75x23mm xience xpedition stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.